Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The dentist reported that he had to remove the dental implant during its installation surgery due to low primary stability achieved (10ncm). The installation region was 21 and the patient presented insufficient bone quality/quantity (bone type IV).